Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time. The event of "massive swelling resulting in a granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported after injection with 2 syringes of juvederm voluma in the cheeks, 2 syringes of juvederm volbella with lidocaine in the upper and lower lip, 2 syringes of juvederm ultra 3, and 1 syringe of juvederm hydrate, the patient developed "massive swelling" of the upper and lower lip. Approx 4 months after injection the patient presented with multiple granulomas. The healthcare professional identified granulomas on the lips, right cheek, and eventually the left orbital rim 5 months after injection. The patient was treated with ciprofloxacin, "promelamin", and multiple hylase injections. The swelling reduced after 2-3 months, however, the granulomas are ongoing. There is no indication that a biopsy was performed to confirm the granulomas reported.